Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 18/jul/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Needle marks were noted on the port septum and scratches were observed on the port housing. White particles were observed on the band ring and shell. The band buckle was observed to be partially separated. An air leak test was not feasible as the band was separate from the buckle and belt. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, both ends of the separated portion of the band were noted to have striated edges, consistent with damage from a surgical tool to remove the device. The end of the band attached to the belt and the end of the band attached to the buckle were noted to have striated edges, consistent with damage from a surgical tool. A partial separation was noted on the band belt at the shell/belt junction. Both ends of the partial separation were noted to have striated edges, consistent with damage from a surgical tool. A non-penetrating nick/mark, located approximately 0.2 inches from the collar, was noted on the belt. Material degradation was noted to be covering 50% of the outer surface of the band ring and shell. The end of the band tubing were noted to have striated edges, consistent with damage from a surgical tool. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "nausea, vomiting, dysphagia." Patient wanted the device out. The device was removed.